Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodgement. It was reported that the stent dislodged inside the guiding catheter when the stent delivery system (sds) was inserted in the guiding catheter. Another company's 2.5 x 15 mm stent was used to conclude the procedure with success. No additional event or patient information is available.

Manufacturer narrative:
Result- product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance revealed that the sds was returned with blood visible in the guide wire lumen. There was moisture visible in the inflation lumen. The stent implant was dislodged from the balloon and was completely stretched out and mangled. The proximal end of the balloon was wrinkled, the rest of the balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no other damage noted to the sds. Product performance engineering reviewed the incident information and results of the returned product analysis. Stent dislodgement inside the guiding catheter can be affected by numberous factors including, but not limited to, extreme tortuosity, interaction of stent with accessory devices, interaction of stent with exposed braiding inside the catheter, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of manufacturing. Presence of crimp marks between the markers of the still tightly folded balloon suggests that the stent was at least crimped onto the balloon at the time of manufacturing. In this instance, given that the stent dislodged inside the guiding catheter during insertion, it is possible that the stent interacted with some feature inside the guiding catheter and got disrupted from the balloon subsequently causing/contributing to the dislodgement. The guiding catheter utilized in the procedure was not returned which may have aided in the evaluation. The exact cause of the dislodgement is unknown. The analysis of the returned device noted that the stent implant was completely stretched and mangled. These types of damages are consistent with the interaction of the stent implant with an accessory device and an attempt to overcome resistance. Excessive force may have been applied during the retraction of the device after it interacted with the interior of the guiding catheter thereby resulting in the stent being stretched and mangled as noted. The proximal end of the balloon was noted wrinkled during analysis. This may have occurred during retraction of the device from the guiding catheter after the reported dislodgement. It is also possible that this occurred during the packing of the device for shipment back to abbott vascular for evaluation and may be unrelated to the reported complaint. The exact cause is unknown. Based on the incident information and results of the returned product analysis, a conclusive cause for the reported dislodgement cannot be determined. However, there is no indication of a quality issue. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.